Manufacturer narrative:
H6: investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. At this time, the sample appears to be stuck in transit; therefore, a thorough investigation was performed using the provided photos. Through the visual/microscopic examination the unit revealed that hair was sealed inside of the package. The reported defect was confirmed. Based on the location, the hair was likely introduced during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.0in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: dear bd: please find images of a further hair found in catheter packs. This hair goes across 3 sealed catheter units. We confirm it is definitely a hair (if you do wish for return of the sample it is available otherwise we will dispose). No additional scar is raised at this time as according your previous response you have updated gowning practices since production of the lot involved. The information is shared for your complaint trending purposes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: bd received three 20 gauge insyte autoguard blood control units from lot 0163147 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a piece of hair running across the inside of each package. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. H3 other text : see h.10.

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.0in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: dear bd ¿ please find images of a further hair found in catheter packs. This hair goes across 3 sealed catheter units. We confirm it is definitely a hair (if you do wish for return of the sample it is available otherwise we will dispose). No additional scar is raised at this time as according your previous response you have updated gowning practices since production of the lot involved. The information is shared for your complaint trending purposes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte ag bc global wing pnk 20gax1.0in had foreign matter. This occurred on 3 occasions. The following information was provided by the initial reporter: dear bd ¿ please find images of a further hair found in catheter packs. This hair goes across 3 sealed catheter units. We confirm it is definitely a hair (if you do wish for return of the sample it is available otherwise we will dispose). No additional scar is raised at this time as according your previous response you have updated gowning practices since production of the lot involved. The information is shared for your complaint trending purposes.